Event description:
Caller indicated the relion prime meter was giving high readings. Customer had purchased the meter on (B)(6) 2013 and ever since she has been getting high readings in the morning while fasting. She stated 223 was the lowest reading she has had. Other readings were in the 300s. Based on the readings from the prime meter her doctor increased her metformin and after that she started feeling nauseated and having headaches. She also said she noticed she had to go to the bathroom every 10 min. She went in to see her doctor and they tested her sugar which was in the 100s. She doesn't have control solution to test meter and she didn't test back to back with same meter. She stores in bedroom, washes hands and lets them dry. She did back to back testing with other meter within 10 min and got 358 on the prime and 197 on the contour using proper technique. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.